Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 2 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a complaint in a coordinated action in (B)(6) with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2017. Approximately 2 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. Revision op report postoperative diagnosis: aseptic loosening, left femur and patella. There was some erosion under the medial aspect of the patella and it was loose. The femoral component was checked by tapping on the anterior flange and it came loose from the cement. Cement mantle was intact. The well-fixed tibial component was removed with minimal additional bone loss. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: d10. Concomitants: truliant psc tibial insert (02-022-35-3510, 5060501), truliant fit tibial tray (02-022-45-3535, 4856602), optetrak 3 peg patella (200-07-32, 5045837).

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure, femoral loosening and patellar loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.